Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver became sheared and fragments were lodged in the screw set during use. The broken driver will not be returned as it was retained by the medical facility. No further information was able to be obtained despite multiple good faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver became sheared and fragments were lodged in the screw set during use. The broken driver will not be returned as it was retained by the medical facility. No further information was able to be obtained despite multiple good faith efforts.